Event description:
During troubleshooting for a check lines and bags alarm in prime. The home patient (hp) stated that they had changed out the cassette 3 times and that they were still getting the alarm. The baxter technical service representative (tsr) asked the hp if they changed out the bags as well. The hp had not changed out the bags. The tsr advised the hp to start over with new bags and a new cassette or risk infection. The hp understood the explanation and would start over with all new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the cassette however reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the most likely cause of the complaint is user error/ mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.